Event description:
Initially, a customer reported that during a vitrectomy procedure, the probe would not cut nor aspirate. The staff obtained another probe and procedure was completed with no harm to the patient. No patient harm reported. Upon the product investigation, it was verified by the manufacturing that the aspiration was working.

Manufacturer narrative:
The complaint sample was visually examined using 25 x magnification and was deemed nonconforming. The probe exhibited a bent needle. Aspiration and actuation testing was performed and deemed conforming. A cut test was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 90-120 minutes of wear on the inner cutter when compared to wear visual standards. This probe appeared to be excessively used. A device history record review for each of the probe lots was conducted. According to the device history record reviews, no anomalies were found during the device history record reviews. All lots did have a temporary deviation for a packaging issue that did not contribute to the customer complaint. No additional investigation is required based on device history reviews. A complaint history examination of the seven lots indicates one additional complaint was associated with the lots. The product evaluation determined that the probe had a damaged cutting edge. Significant wear on the cutting edge indicated that the probe may have been initially working properly and only damaged sometime after it had been used extensively. (B)(4).